Event description:
A (B)(4) distributor returned a battery pack for an unrelated complaint. During service investigation, a reportable problem was discovered. The battery was non-functional.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. As received, the battery would not charge on the charger and did not power up a monitor. Upon service investigation, the battery was found to have defective cells reading 1.284v, 1.540v and 3.690v. The cause for the defective cells cannot be positively determined. No adverse event resulted from the defective battery pack.